Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 16 days after the patient had caesarean section due full term pregnancy and fetal distress, the patient felt pain on the left side of the wound without oozing and seeping. The patient returned to the hospital for review and it was found that there was a little exudate on the left side of the wound. It was squeezed and there's a little white secretion, light tenderness, local skin without redness, swelling, elevated skin temperature, etc. The secretions was excreted and did local disinfection and bandaging treatment and days after, the patient returned to the hospital and the wound was cured.